Event description:
It is reported that the stool suddenly went down during a procedure. It was reported that there was a pt involved, however, there were no adverse consequences reported as a result of this issue.